Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024, that the patient was admitted to the hospital on (B)(6) 2024 to treat high blood glucose level of 600mg/dl. The patient was administered with intravenous insulin for the treatment. The patient encountered infusion set cannula was bent. The insertion site was at abdomen/arm. This event occurred on 02-oct-2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.